Event description:
Consumer with bilateral breast implants for cosmetic reasons rpts having the following symptoms: numbness, gel leakage, neuropathy, brain lesions, short term memory loss, balance disturbance, vertigo, dizziness, multiple sclerosis, chronic pain, swelling, and temperature sensitivity of extremitites, irritable bowel syndrome, chronic constipation and/or diarrhea, connective tissue disease, arthritis, persistent joint stiffness, chronic unexplained muscle spasms, sun sensitivity, severe itching, insomina, chronic fatigue syndrome, longterm extreme fatigue, and clumsiness. Rptr had numerous closed capsulotomies, the left implant was replaced and ultimately both implants ruptured and were removed.